Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b22, c21: the device is currently arranged for return to the manufacturer for further evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient was meant to be treated with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) for recanalization of the left external iliac artery. For the procedure a predilatation was performed with a 6mm balloon (unknown manufacturer) and a 7fr 10cm radifocus introducer sheath (terumo interventional systems) was used. During the procedure, when the physician pulled the deployment knob, the deployment line broke. The physician removed the viabahn device from the patient and used a new viabahn device of the same size to complete the procedure. There were no consequences or harm for the patient.

Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications.

Manufacturer narrative:
H3 other; h6 codes b14, b18, c19, d15: product history review: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Product investigation report conclusion - the primary reported complaint could not be independently confirmed because neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Two non-clinical images of the device were received from the field; the images show what appears to be a broken deployment line, which is consistent with the primary reported complaint. The cause for the complaint could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.